Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service 054 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: a review of the black box showed call service 054 alarms. The prime/rewind/load steps were performed successfully. The pump was tested for 24 hours and alarms were received. Unrelated to the original complaint, the pump cover was removed to find evidence of internal moisture on the internal components and printed circuit board. Additionally, the battery compartment was cracked above the bumper pad, and on the side from the threads to the cover.

Manufacturer narrative:
Follow up # 2; date of submission: 1/05/2017.